Manufacturer narrative:
Correction: the date received by manufacturer was reported as 04/21/2017. The actual date received by manufacturer was 04/26/2017.

Manufacturer narrative:
(B)(6). Results - bd received 11 samples from the customer facility for investigation. The returned samples were each used to draw eight bd vacutainer tubes with horse blood, in conjunction with bd (B)(4). The blood was drawn from an elevated reservoir to simulate venous pressure. The customer's indicated failure mode for sleeve leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned samples.

Event description:
It was reported that the rubber cover over the needle did not recover between tubes. This resulted in a leak of blood. No injury or medical intervention reported.